Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a luer out of specifications is confirmed and was determined to be related to the manufacture of the device. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned powerpicc revealed no obvious use residues throughout the returned device. A small molding flaw was observed on the outside of the luer of the catheter. A functional test of attempting to infuse water into the luer using a 12 ml syringe revealed no leaks through the molding flaw. A microscopic observation revealed some flash molding material on the luer of the powerpicc device. No holes were observed along the luer of the device. Measurement of the excessive flash along the luer of the device revealed the flash to be within specifications as it measured to be approximately 0.013 in. Of flash from the gate. A luer gauge test of adding 5 n of force into the luer of the device using a luer gauge measurement revealed the luer to be out of tolerance of the luer gauge as the luer cavity was too large. Because the luer was determined to be out of specifications of the luer gauge, the complaint of a luer out of specifications is confirmed and was determined to be related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the catheter had just been unpacked and there was a dent at the luer connector at the end of the catheter that was weak, so the catheter was replaced and inserted at a patient-safe angle. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.